Event description:
It was reported that when using the bd pyxis¿ anesthesia station es station or1 had a blank/dark screen. The machine was restarted, but the screen still did not come up. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station power did not work and there was no sound from the station. A field service engineer switched power receptors, but the issue persisted; replaced the power module, after which the station powered on with no failed drawers. The system functioned as intended after the field service engineer repaired the device.